Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump was set at 40 pressure and then suddenly raises to 100 in pressure. This occurred during use in a case with no patient effect.